Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a mahurkar dialysis catheter. The customer reports, during dialysis, a split was noticed on the arterial port of the catheter. The dialysis was stopped immediately and a new catheter had to be placed.